Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(4) - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.76mm and left coronary cusp (lcc) was 5.81mm. The patient developed a new left bundle branch block (lbbb) and was kept an extra night for monitoring. A CT scan was performed and noted a reduced leaflet motion of the noncoronary and left coronary cusp that is associated with hypoattenuated leaflet thickening. No treatment was required for the lbbb, but coumadin was administered. It was also noted that a low platelet count was observed but had gone up and the patient was in stable condition for discharge on (B)(6) 2026. On (B)(6) 2026, the patient visited the ophthalmology for a follow-up for a pre-existing condition and found cotton wool spots in both eyes. No treatment was required.